Event description:
It was reported that the device did not have a magnet response. It was indicated that the device was interrogated with the programmer successfully and the programming head was removed, then it took a couple of minutes before the donut magnet was applied to get a magnet strip, but regardless of where the magnet was applied a magnet response could not be obtained from the device. It was noted that the patient was thin. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.